Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately three (3) years and ten (10) months, was explanted due to severe bioprosthetic stenosis. The explanted device was replaced with a 29mm pericardial valve. There were no complications reported. During the mitral valve replacement, the patient also underwent aortic valve replacement for stenosis of her native aortic valve.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Attempts to retrieve the device were unsuccessful. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. Without return of the device, the observed clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.